Event description:
It was reported that the patient developed a seroma 1-2 days post-op following a posterior lumbar fusion surgery using posterior fixation and rhbmp-2/acs.

Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for these devices was not possible without additional device info.